Event description:
On (B)(6) 2012, the reporter contacted animas to report that on the morning of (B)(6) 2012 the patient woke up to discover the pump had no power. The patient's blood glucose level was 388 mg/dl and she experienced the symptom of blurred vision. The patient administered self-treatment by taking a correcting bolus of insulin via a syringe injection. The patient replaced the battery, and the pump powered on successfully. Troubleshooting revealed the patient had received two alarms from the pump on (B)(6) 2012 of low cartridge and empty cartridge, but the patient did not confirm the alarms. The patient also did not replace the empty cartridge. The unconfirmed pump alarms could have drained the pump battery and caused the loss of power. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not confirming the pump alarms, and not replacing the empty cartridge. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.